Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, g3, g6, h2, h3, h4, h6 and h10 the device was returned opened but unused. There was no issue found with the device or the battery pack upon visual inspection. No expulsion of the battery was detected. There was no debris present in the package or on any part of the device, including the radial tip. A definitive root cause cannot be determined as there was no problem found. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone: (B)(6). G2 foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that black foreign matter adheres to the pulsavac fan spray tip. The event occurred during surgery. There was no reported patient harm, or delay. Surgeon used an alternate device to complete the procedure. Due diligence is complete, no further information is available at this time.